Manufacturer narrative:
The information provided in type of reports was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were put in the emergency room on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose level at the time of admission was 572 mg/dl. They declined troubleshooting on the insulin pump. The device will not be returned for analysis.